Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from (B)(4) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent, and was hospitalized on (B)(6) 2011. On an unreported date, the patient was treated with ceftazidime 125mg/l pd solution. At the time of this report, the patient remained hospitalized. The outcome for the break in aseptic technique and peritonitis was not reported. The consumer did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.